Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of tech called in for help on error on 8015 ls unit. Technical support - 1. Tech has error code 120.4610 on 8015 ls unit 2. The error is cause with the processor charge current is too low for the present charge level setting on the the charger chip 3. Will need to first replace the battery next could lead to power supply board then next can be the logic board. Symptoms/system effect: 8015 unit with a 120.4610 / 120.4630 error steps to solve (internal) solution/workaround summary: fix to a 120.4610 / 120.4630 error code suggested messaging: does this error appear everytime the unit is powered on high level steps/procedure: 1. Replace the battery. 2. Replace the power supply processor board 3. Return to factory for repair related knowledge articles: (if applicable) na. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Tech has error code 120.4610 on 8015 ls unit 2. The error is cause with the processor charge current is too low for the present charge level setting on the the charger chip 3. Will need to first replace the battery next could lead to power supply board then next can be the logic board. Symptoms/system effect: 8015 unit with a 120.4610 / 120.4630 error steps to solve (internal) solution/workaround summary: fix to a 120.4610 / 120.4630 error code suggested messaging: does this error appear everytime the unit is powered on high level steps/procedure: 1. Replace the battery. 2. Replace the power supply processor board 3. Return to factory for repair related knowledge articles: (if applicable). The customer reported problem was not confirmed. H3 other text : no product returned.

Event description:
It was reported that the device had error 120.4610. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error 120.4610. There was no patient involvement.